Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, a malpositioned acetabular cup, soft tissue abnormalities, bursitis, tenderness, pain, limping and fluid were noted. The fluid located in the posterior lateral quadrant of the hip measured 28.9x31x31.5mm. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 3 of 4 mdrs filed for the same event (reference supplemental 0001825034-2013-05887-1 and 1825034-2014-01989 / 01991).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, malpositioned acetabular cup, soft tissue abnormalities, and fluid were noted. The fluid located in the posterior lateral quadrant of the hip measured 28.9x31x31.5mm these findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.